Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found low ventricular impedance due to a mux failure in the u1 chip.

Event description:
This report is to advise of an event observed during analysis.